Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report a wrench code 6 (response button stuck) and that the response buttons were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 6 and response buttons do not work) was investigated. As received, the front response button would not activate the device. The cause for the inability to activate the device and the wrench code is a defective response button ribbon cable. The root cause for the defective ribbon cable cannot be positively identified. No adverse event resulted from the defective cable. The patient received a replacement monitor.